Manufacturer narrative:
Record represent 2:3 patients involved with issue sample. There is a pending voluntarily elected recall for lot# 190123-59 due to its failure to meet usp tensile strength specification.

Event description:
It was reported that size 4/0 polyglycolic acid suture snapped easily and knots were not holding. (Lot# 190123-59) three patients subsequently experienced dehiscence of wounds. The clinic has been contacted multiple times in attempt to retrieve information regarding each patient's event. If additional information is received a supplemental MDR will be submitted.